Event description:
It was reported via repair work order that the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was confirmed that the brakes were not engaging due to a damaged brake tip.

Event description:
It was reported via repair work order that the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.